Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Pump/motor/gear train anomaly/stall due to shaft-bearing and pump/motor/gear train anomaly/corrosion and-or wear and-or lubrication. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via manufacturer representative (rep) regarding a patient who was receiving gablofen, 1000 mcg ml concentration at 354 mcg day dose via intrathecal drug delivery pump for unknown indication for use. It was reported that pump had a broken suture loop. Any environmental/external/patient factors that may have led or contributed to the issue were not applicable. While doing a previously scheduled pump replacement, it was determined that while explanting the expired pump that one of the suture loops had broken off and was resting in the pump pocket. The hcp did not use excessive force and did not know how the loop broke away from the pump. At the time of this report, the issue had resolved and patient status was alive-no injury. The patient¿s medical history included cerebral palsy. No further complications were reported.

Manufacturer narrative:
Additional result showed that pump/pump exterior/suture loop anomaly/missing and or broken in-vivo. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.